Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Visual inspection of the actual sample showed that the cone of the set return male luer lock was broken, which allowed the reported leakage. This component is provided preassembled by a vantive supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the broken luer connector was determined to be related to supplier product design and manufacturing. Corrective action preventive action and change control records were previously opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that the filter connector of a prismaflex m100 set was observed to be cracked and leaked during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.